Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was inspected and the conductor wire insulation was found damaged near the distal idler pulley. A material appeared to be lifted off, exposing the bare wire. No thermal damage was identified. The instrument was tested and passed electrical continuity test. The conductor wire insulation damage is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the device logs for the maryland bipolar forceps instrument (part# 470172 - 16 / lot # n10210202-0100) associated with this event has been performed. Per review of the logs, the maryland bipolar forceps instrument was last used for a procedure on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: the report alleged that the instrument conductor wire was broken. Failure analysis confirmed a damaged conductor wire insulation exposing the bare wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection of the maryland bipolar forceps instrument identified a damaged conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to its last use on (B)(6) 2022 and confirmed no arcing occurred during the procedure. The instrument was also inspected for damage after the procedure. No issue was identified. During reprocessing, the customer stated that the color of the conductor wire had changed.